Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the vns patient was seen during an office visit on (B)(6) 2015 and was referred for surgery due to a lead break. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow-up revealed that the vns patient had been experiencing an increase in seizures. The patient¿s device showed high impedance during an office visit on (B)(6) 2015. X-rays were taken and were reported by the physician to show a lead break. The patient underwent generator and lead replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.